Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received an inappropriate shock due to right ventricular (rv) lead noise oversensing. In addition, it was observed that the shock impedance was low out of range, below 20 ohms. Technical services (ts) reviewed the event information and recommended further review. No additional patient adverse effected were reported. This system remains in service.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received an inappropriate shock due to right ventricular (rv) lead noise oversensing. In addition, it was observed that the shock impedance was low out of range, below 20 ohms. Technical services (ts) reviewed the event information and recommended further review. No additional patient adverse effected were reported. This system remains in service. Additional information was received indicating that this implantable cardioverter defibrillator (ICD) exhibited a code 1006, indicative of a high voltage detected on a lead during a device charge. Upon further examination, the right ventricular (rv) lead was found to be fractured. Consequently, the patient underwent revision surgery during which both the ICD and rv lead were explanted and replaced. Additionally, the right atrial (ra) lead was explanted due to normal therapy upgrade. No additional adverse patient effects were reported. This ICD system has not been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. A visual inspection of the lead found that the helix mechanism was extended and dried blood and tissue was noted in the helix housing. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 215-228 mm from the terminal pin, likely near the heart area. The insulation in this area also exhibited fracture damage and appeared to have been damaged at explant. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received an inappropriate shock due to right ventricular (rv) lead noise oversensing. In addition, it was observed that the shock impedance was low out of range, below 20 ohms. Technical services (ts) reviewed the event information and recommended further review. No additional patient adverse effected were reported. This system remains in service. Additional information was received indicating that this implantable cardioverter defibrillator (ICD) exhibited a code 1006, indicative of a high voltage detected on a lead during a device charge. Upon further examination, the right ventricular (rv) lead was found to be fractured. Consequently, the patient underwent revision surgery during which both the ICD and rv lead were explanted and replaced. Additionally, the right atrial (ra) lead was explanted due to normal therapy upgrade. No additional adverse patient effects were reported. This rv lead has been returned for analysis.